Event description:
While the device system was turned on, a pt had experienced a loss of therapeutic effect. The pt felt a burning sensation. The device was noted as having been explanted 4 months ago. The leads were noted as not being connected. Troubleshooting, nor pt's outcome were reported. Additional info is being requested from the hcp, and will be provided in a f/u report as it becomes available.

Manufacturer narrative:
(B)(4).